Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An administrator reported that an anterior vitrectomy was performed on a patient and the intraocular lens (iol) was not used. Additional information has been requested.

Manufacturer narrative:
The root cause for the anterior vitrectomy could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).